Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that error 319 on power up was observed. The customer power cycled multiple times and a hard power cycled system; however, the errors persisted. The system logs showed error 319 pointing to the endoscope controller (ec). Tse confirmed that ec was connected but still no power to ec. The procedure was aborted with no patient involvement with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have an electrical and fiberoptics defect leading to 319 error.